Manufacturer narrative:
Initial reporter occupation is patient/consumer (patient's wife). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number up (B)(4) compared to the stago compact max laboratory method with neoplastin reagent. On (B)(6) 2022 the meter result at 1:29 p.m. Was > 8.0 inr. The patient re-tested using a different finger at 1:31 p.m. With a result of > 8.0 inr. The result from the laboratory at 2:00 p.m. Was 5.7 inr. On (B)(6) 2022 the meter result at 1:40 p.m. Was > 8.0 inr. The result from the laboratory at 2:00 p.m. Was 5.9 inr. The physician held the patient¿s warfarin dose based on the lab results which were believed to be correct. The patient¿s therapeutic range is 3.5 ¿ 4.5 inr with a testing frequency of weekly.

Manufacturer narrative:
The device code was updated. The patient was taking antibiotics at the time of the event. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.